Manufacturer narrative:
The monitor and electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed on (B)(6) 2022 while reportedly wearing the lifevest. Per clinical review of the continuous ECG recording, the device was started up at 15:03:36 on (B)(6) 2023. An arrhythmia was detected three times from 01:54:11 to 02:03:15 with response button use intermittently on (B)(6) 2023. ECG shows sinus rhythm @ 70 bpm with pvc¿s. The rhythm then degrades to vt @ 170 bpm degrading to vf with varying amplitudes. Te placement fault notification was detected at 02:07:27. The patient was in vf with CPR/electrode lead fall off from 02:03:23 until the device shutdown at 02:15:26 on (B)(6) 2022. The device properly detected vt/vf. However, response button use prevented lifevest from treating the patient.